Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had over infusion. There was no patient involvement.

Event description:
It was reported that the device had over infusion. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of an over infusion was not confirmed and was not reproduced during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. During external inspection, upon opening and closing the latch door assembly, it was observed that it did not close properly due to the sear rubbing against the air-in-line (ail) sensor assembly housing. Occluder spring functional test observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. A review of the pump module error an event logs showed no records on the reported event date. The pump module error and event logs were downloaded to ascertain event details associated to the reported complaint. The concomitant pcu or system logs were not returned for this investigation; therefore, a log analysis could not be performed. The pump module event log contains limited information about the programming of the device and does not contain drug information. The profile in use was not identified as it resides on the pcu. The last infusion programmed on the suspect pump module was recorded on (B)(6) 2025 at 11:09 am, a rate of 7.5ml/h with a volume to be infused (vtbi) of 169.628ml, the infusion was started. At 11:53 am the user pressed channel off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pump module event log; it only can reflect the inputted information it receives either manually or remotely. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the bezel, mechanism assembly and torsion spring as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.